Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 60 mg/dl and treated with food and then had high blood glucose of 496 mg/dl and treated with bolus. Customer declined troubleshooting.